Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was a confirmed infection at the implantable neurostimulator (ins) site. The infection strain was not reported. Reported interventions taken to resolve the reported infection include intravenous antibiotics and oral antibiotics. It was also reported that the patient was in the hospital for three days. The whole system was removed on (B)(6) 2015, and the patient had to wait six weeks before getting her new implant. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.